Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed but the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
The home patient's (hp) spouse (hps) called corporate product surveillance (cps) (B)(6) 12 to report an issue with the solution bag found during use. The hps stated that he clamped the bag line and replaced the bag without taking down the entire setup. Hps stated that the hp's treatment is going well. No injury or adverse event is reported. This writer explained to the hps that the entire setup should be replaced to maintain aseptic technique. The hps expressed understanding, but explained that he/they replace only the affected bag due to concern of the possibility of running short on supplies.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.